Event description:
The respiratory therapist reported that while the ventilator was connected to a pt, the pt had difficulty exhaling. The pt was removed and bagged and no issues were noted during that time. The pt was again returned to the ventilator and the exhaling difficulties resumed. The therapist also stated that the pt was on continuous nebulization for more than 24 hours via a nebulizer using the same tubing and filters for the entire period. The therapist noted powdery residue on expiratory cassette membrane and inside the cassette. (B)(4).

Manufacturer narrative:
Out fse who was dispatched to the site after the event examined the ventilator and found no problem. All pre-use checks were successful. The ventilator's logs were downloaded and the ventilator was returned to service. Eval of the logs show that ventilation was ongoing for 45 hours and towards the end of this ventilation period the logs contain high peep (positive end expiratory pressure) alarms that can indicate difficulty in exhaling as reported. Basing on the info from the hospital the cause was the filter that got occluded with medication from the nebulizer due to long use without exchange. The filter that was used at the time is not supplied or recommended by us therefore its exchange time intervals are unk to us. The hospital has put new routines in place to exchange filters and tubings to prevent reoccurrence. (B)(4).